Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Approximately 2 years after initial replacement, the patient was revised for aseptic glenoid loosening and failed atsa (MDR#: 1038671-2025-01611). Subsequently, the patient experienced decreased function and increased pain; as well as continued shoulder pain. As a result, approximately 13 years after initial replacement, the patient underwent a second right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6) 310-02-47 - eq humeral head tall, 47mm (beta): (B)(6) (stem and glenoid not replaced - numbers from (B)(6) 2009 surgery.) 300-01-13 - eq humeral stem primary, press fit 13mm: (B)(6) 314-02-13 - equinoxe glenoid, pegged beta, medium: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes. H10: corrected.